Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, keypad response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that since 3weeks ago, they started to noticed the delayed respond of the keys. The customer's blood glucose level was 78 mg/dl at the time of the incident. The customer stated that the numbers were ramping on their own and the scroll bar was not moving with no input. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer noticed delayed response from the keys not just when they were about to deliver the bolus but every time they press any keys. The customer stated that maybe they were going too fast but when they took the time pressing the keys. It was giving customer the same response of delay. Took multiple times to press it until it respond. The customer stated that all buttons were unresponsive. The customer stated that using the down arrow does not allowed them to navigate screens. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.